Event description:
Complainant's son uses the medtronic minimed paradigm 515 insulin pump with a mmt 326a reservoir. Complainant indicated on at least two separate occasions his son has had elevated blood glucose levels because the pump did not work properly. The complainant indicates the reservoir does not work properly. Air bubbles are intermixed with insulin in the tubing resulting in inappropriate/incorrect amounts of insulin being administered by the unit. Complainant has contacted the MFR multiple times and has been told this is a chronic problem with the reservoir. He was told - air being mixed in the insulin line is a result of inappropriate priming or failure to follow instructions. He was told if his son rec'd two unexplained highs (elevated glucose readings) he should change out the IV set. Everytime you change out the set it costs approximately $100 and wastes the insulin. Complainant wants to know how the firm can market a defective product and how it was ever approved by FDA. Complainant indicated he has spoken with other individuals who use the pump and they are encountering the same problems. He believes that the problem is under reported because the pts and physicians accept the explanation given by the firm. Complainant would be happy to speak with an FDA inspector in order to give additional info about the problems occurring with this device. Complainant's son has been using the product since 2005.